Event description:
It was reported by the customer, a patient in our facility had a valved sl PICC placed on 11/22. 12/4, the bedside nurse entered the room and found that the valve had separated from the PICC. Bedside nurse reports that the dressing and statlock were intact. New PICC had to be inserted. Additional information received 12/18/2024: it was reported there was no injury to the patient, leaked maintenance fluids but no blood.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the extension tubing is confirmed and was determined to be related to use of the product. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter showed use residues throughout the device. The solo valve was observed to be detached from the extension tubing of the catheter. Some deformation was observed along the proximal end of the broken tubing. A microscopic observation revealed dull tubing material around the outside surface of the tubing break site from material fatigue. Beach marks were observed along the fracture surface of the break site. It was observed that tubing material was found inside the luer of the device. The break site appeared uneven. Longitudinal and circumferential stress marks were observed along the tubing at the break site. The characteristics of the break appear to resemble damage caused by material fatigue. This material fatigue may occur due to bending, twisting, or kinking the tubing causing stress along the material. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.